Manufacturer narrative:
The suspect device is the comfort curve test strips.

Event description:
Reporter states using accu-chek advantage system. Reporter states pt was tested back to back on the same meter with results of 137mg/dl and 37 mg/dl. Reporter states pt was treated with 1/2 ampule of d50. Location of testing was the hosp. No qcs were run. Reporter states no serious injury or illness due to incident. A request was made for return of the suspect product and a replacement was sent. Accu-chek advantage system: strip information was not provided.